Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer reported there was no display. He heard that it was turning on, but the display was blank. It was reported there was no patient involvement.

Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that liquid ingress was found on all housing connections and inside the front cover between the display window and lcd. The investigation could not determine the root cause of the event. No trend has been identified for this issue. If information is provided in the future, a supplemental report will be issued.